Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: date of event. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported over infusion of pantoprazole has been identified as a user programming error. The infusion rate was reported to be 10ml/h; however, a review of the logs showed that the user programmed at a rate of 400ml/h and was allowed to infuse for fifteen (15) minutes.

Event description:
It was reported that there was an over infusion of pantoprazole 80mg in nss 100 ml which had finished infusing fully in 15 minutes when the intended rate of infusion was 10ml/hr. The event occurred on (B)(6) 2025 at 1856. There was patient involvement but no harm. The customer later clarified that they were able to figure out the issue and confirmed that it was because of user error.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of pantoprazole 80mg in nss 100 ml which had finished infusing fully in 15 minutes when the intended rate of infusion was 10ml/hr. The event occurred on (B)(6) 2025 at 1856. There was patient involvement but no harm. The customer later clarified that they were able to figure out the issue and confirmed that it was because of user error.